Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Two months later, a physical exam was performed in which fluid loss was identified. Although the cylinders and pump were well positioned, the components were empty and the device would not inflate when pumped. A surgical procedure was performed in which the existing device was removed and replaced. No additional information was reported. No patient complications were reported.